Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system did not link to epic, which prevented nurses from pulling medications and caused newly admitted patients to not load into pyxis. A technical support specialist (tss) contacted the pharmacy and confirmed that orders and information were crossing over as expected. The tss then remotely accessed the es server and verified that all devices were communicating properly, except for one that had been in critical override. After completing diagnostics and confirming system stability, the tss followed up with the customer to ensure no further issues remained, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not linking to epic and user cannot pull medications to patients which resulting malfunction. There were no adverse events or injuries reported based on this event.